Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle broke in an attempt to crush a 1.5cm stone. The hospital did not have an alternative option to remove the impacted stone in the basket, therefore, they cut the handle, taped the device to the side of the patient's mouth and transferred the patient to a sister hospital for additional intervention. A second ercp procedure was performed using a hurricane rx dilatation balloon in an attempt to remove the stone from the basket, however this was unsuccessful. Spyglass + electrohydraulic lithotripsy (ehl) was attempted next, but this was also unable to break the stone and remove the basket. The procedure was completed with surgery to remove the stone and basket. The patient has recovered and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.